Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device's life cell capacity was within normal variation, however, the elective replacement indicator (eri) to end-of-life interval was less than 90 days. The device is currently undergoing additional testing to determine root cause. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information from an implant form that this device was electively explanted and replaced due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. The device was received at boston scientific's return products and is currently undergoing laboratory testing.